Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy procedure, a cadiere forceps instrument became caught on lung tissue, resulting in a slight lung parenchymal tear with minor bleeding. The cadiere forceps instrument was subsequently observed to have a broken clamp cable. The event was associated with transient pulmonary air entrapment, which caused a brief delay in performing the intended surgical maneuver and increased surgeon stress. A backup cadiere forceps instrument was introduced, and the procedure was completed successfully. The reported delay was less than 15 minutes. It is unclear if any surgical intervention was rendered due to the tear of lung tissue. The estimated blood loss was around 20 cc, and no blood transfusion was required. There was no fragment falling inside the patient. No adverse post-operative complications were reported, and the patient was described as being in good condition.